Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. (B)(4).

Event description:
During a pacemaker replacement connection issues were noted to the subject device. Reportedly it was not possible to screw the ventricular lead to the pacemaker and no pacing was provided. It was tried twice. Then the ventricular lead was connected to the psa to ensure pacing in vvi due to the fact that the patient was pacemaker dependant. As a final test, the physician tried to connect the atrial lead to the pacemaker using the ventricular access on the pacemaker. Again it wasn't possible to screw the lead. Another pacemaker was implanted.

Event description:
During a pacemaker replacement connection issues were noted to the subject device. Reportedly it was not possible to screw the ventricular lead to the pacemaker and no pacing was provided. It was tried twice. Then the ventricular lead was connected to the psa to ensure pacing in vvi due to the fact that the patient was pacemaker dependant. As a final test, the physician tried to connect the atrial lead to the pacemaker using the ventricular access on the pacemaker. Again it wasn't possible to screw the lead. Another pacemaker was implanted.